Manufacturer narrative:
The sodium electrode and ise indirect na-k-cl for gen.2 lot numbers and expiration dates were not provided. A field service engineer (fse) conducted an on-site technical inspection focused on the ion-selective electrode (ise) fluidic path and sample aspiration mechanisms. The fse performed the following corrective actions: fluidic system maintenance: flushed the entire ise tubing system, cleaned the ise vacuum tube with hypochlorite, and installed fresh reagents. Component replacements: replaced the ise sipper nozzle (including its tubing) and the vacuum nozzle. Inspections & adjustments: checked the dilution cup, ise drain, electrodes, wash rack, and activator, and mechanically adjusted the sample probe. Following these actions, the fse ran comprehensive performance verifications, including a successful 40x ise check cycle and a precision run. Full system calibration and quality control (qc) testing were performed, with all results falling within acceptable ranges. The investigation determined that the root cause was fluidic pathway degradation and component wear within the ise module. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and ise indirect na-k-cl for gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial sodium result was 156 mmol/l. The repeat result on another system was 140 mmol/l. The initial chloride result was 157 mmol/l. The repeat result on another system was 140 mmol/l. The customer thought that the initial results were too high and repeated them on another device. The questionable results were not released outside of the laboratory.